Manufacturer narrative:
Bec cts (customer technical support) had the customer check the mc sample syringe which was noted to be loose. Cts had the customer tighten the syringe and this resolved the issue. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding fluid leaking from the modular chemistry (mc) sample probe in the unicel dxc 600i synchron access clinical system. No injury or exposure was reported and no erroneous results were generated.